Manufacturer narrative:
Additional information: a review of the device history record (DHR) could not be conducted because a lot number was not provided. There were no samples submitted with this complaint. The complaint will be reopened if a sample is received. The analysis performed by the team concluded that the main root cause is that this is a workmanship issue. This condition is generated when an operator fails to complete an assembly or following the predetermined process steps to assure a complete assembly. This failure is confirmed to be associated with the manufacturing plant. Changes have been made to support the validation of a solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and have a better control with the process assembly, implementing a new solvent dispenser for a better handling of the solvent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports the nasogastric tube fell apart where the hard enfit plastic meets the softer purple plastic of the tube. The healthcare provider repaired the tube and continued to use the device.